Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic),1 molecular false positive result was obtained. This is a report of one occurrence, and the customer is unsure about any treatment change.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november -8th. H.6 investigation summary : catalog: 442020. Batch no.: 3137620. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic),1 molecular false positive result was obtained. This is a report of one occurrence, and the customer is unsure about any treatment change.